Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the reason for the replacement was that charge was only lasting 4-5 days instead of the 10-12 days when it was first implanted. The issue has been resolved since the replacement on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. (B)(4) the reason for call was pt said they met with their rep yesterday and when rep looked at the charging history, it showed the pt only recharging to 75% on average. Pt said they sit on the insr for 6 to 6.5 hours every 6 to 7 days (used to be 10 to 12) and insr shows it was fully recharged. Pt confirmed that the insr recharges from the dtc fully in 30 minutes to an hour and there was no damage to the recharger antenna. Pt said they were going to get an ins replacement due to the recharging issues. Pt was not sure what the ins replacement was going to happen but said it was going to be the ins that "charges in an hour". Pss redirected the pt back to their rep regarding the ins replacement. Pss reviewed that if the ins was going to be replaced, they would be getting different equipment that is compatible with that ins; pt confirm ed they understood. Pt said their hcp was dt (B)(6) (spelling unknown) at (B)(6) pain evaluation center. No patient symptoms were reported.